Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced a low blood glucose value of 57 mg/dl for approximately 1 to 1.5 hours while using the ilet on the second day, and was advised that the algorithm would continue to adapt and to contact clinical decision support regarding cgm target settings as needed. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution with oral carbohydrate intake. Investigation included complaint handling and user education with troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.